Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error, the plunger head was making noise and the black o-ring was missing. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 15august2022 via email and attached to complaint object: date of event: 7/11/2022, no patient involvement, device was sent in for vendor service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found a chip on the lower left front corner of the top case and the plunger tube grommet was pushed inside of pump. The plunger case seal was missing. There was evidence of the reported problem in the event history log. The inspection found the plunger tube grommet dislodged entering the pump, the timing plate incorrectly assembled, and worn clutch halves, lead screw, coupling, and gear. The cause for wear and dislodged grommet is unknown, however improper assembly of the timing plate was attributed to the customer. For corrective action, the timing plate spring was reassembled, and the worm coupling, gear, lead screw, clutch halves and top case were all replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.